Manufacturer narrative:
(B)(4). The xience prox is currently not commercially available in the us. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The shaft separation was confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). Date received by manufacturer was inadvertently submitted as (B)(4) 2012 on the first follow-up MDR; however, the correct date is (B)(4) 2014.

Event description:
It was reported that the procedure was to treat a lesion in the diagonal artery. The 2.5x08mm xience prox stent delivery system (sds) failed to cross the lesion reportedly due to interactions with the patient's anatomy and the sds proximal shaft separated. As the separation occurred outside the patient's anatomy, the sds was removed without reported issue. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. Another xience prox sds was used to successfully complete the procedure. There was no additional information provided.